Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. There was no patient injury reported.

Manufacturer narrative:
Additional information was received that the root cause of the issue was due to improper connection to o2 supply from hospital. This is a user error and not a reportable malfunction. The "h6 health effect - impact code" was updated to "no patient involvement", per additional information received.